Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up this device exhibited fault code 1007. A review of the device data was sent to technical services (ts). Ts confirmed that the device had a fault regarding delivering max shocks. The device was planned to be explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a follow up this device exhibited fault code 1007. A review of the device data was sent to technical services (ts). Ts confirmed that the device had a fault regarding delivering max shocks. The device was planned to be explanted and returned for analysis. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update patient identifier.

Event description:
It was reported that during a follow up this device exhibited fault code 1007. A review of the device data was sent to technical services (ts). Ts confirmed that the device had a fault regarding delivering max shocks. The device was planned to be explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device recorded multiple error codes indicating that the charge time had been exceeded. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow up this device exhibited fault code 1007. A review of the device data was sent to technical services (ts). Ts confirmed that the device had a fault regarding delivering max shocks. The device was planned to be explanted and returned for analysis. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. This ICD was confirmed to have reached end of life (eol) battery status prior to explant. Review of device memory noted multiple high voltage charges (i.e., 166 delivered shocks and 194 diverted shocks). Additionally, seven codes were noted in memory, most of which were charge time limit exceeded errors. A longevity calculation confirmed the device lasted as long as expected. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device operated as designed and programmed while implanted. This report is being filed to correct the additional manufacturing narrative field.

Event description:
It was reported that during a follow up this device exhibited fault code 1007. A review of the device data was sent to technical services (ts). Ts confirmed that the device had a fault regarding delivering max shocks. The device was planned to be explanted and returned for analysis. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up this device exhibited fault code 1007. A review of the device data was sent to technical services (ts). Ts confirmed that the device had a fault regarding delivering max shocks. The device was planned to be explanted and returned for analysis. The device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.